Event description:
The patient was "paralyzed" because of his explanted devices. No additional information was reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).